Manufacturer narrative:
The olympus endoscopy support specialist (ess) was on-site for observations of cleaning with facility staff. The facility did not have a reprocessing machine. During observations, the ess noticed that manual high-level disinfection was performed but not all steps were being completed. The ess completed a reprocessing in-service to correct deviations and provided customer with scope cleaning directions. The subject device was not returned to olympus for evaluation. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available. This report was submitted by the importer under the importer's report number: 2429304-2024-00144.

Event description:
It was reported, 5 days after the cystoscopy procedure using the cysto-nephro videoscope, the patient experienced a urinary tract infection (uti), verified by a urinary culture that was positive for pseudomonas, and was treated with the antibiotic levaquin. Additional details were requested but not provided.

Manufacturer narrative:
This supplemental report is being submitted, to provide a correction to h6 from the previous submission. H6 code (investigation results) has been corrected from "4315" to "18" appropriately.

Event description:
It was reported by the customer that after the olympus in-service training, there have been no further related issues at the facility. The forceps/irrigation plugs (maj-891) used at the facility are disassembled and cleaned correctly. The patients involved in the events are reportedly ¿fine after treatment,¿ and currently in ¿good¿ condition. It was confirmed that the patients did not develop bacteremia or sepsis and did not require admission to the ICU. Furthermore, the facility reported receiving reprocessing training when the flexible cystoscope (cyf-v2) was introduced for use.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during surgery, the surgeon was intrasurgically split one of the impactor handles ref * lot * while it was used to impact the prosthesis, it proceeded to remove the fragments of the split mango and the specialist was given the other impactor handle to perform this maneuver and thus be able to finish the surgery with exto, for the above mentioned, no type of discomfort by the specialist is tucked nor any affect to the patient, the broken piece and its fragments are marked with red tape and are sent inside the equipment for it to be changed or repaired (photographic records are attached). There was no affect to the patient nor additional waiting time, there is no fragment left in the patient." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune impaction handle had broken and a piece was removed from the device. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.